Event description:
It was reported that an ilet user experienced fluctuating blood glucose with an initial low of 49 mg/dl and a high glucose of 400 mg/dl after two closely timed meal announcements, including candy announced as a normal-sized meal, followed by an overcorrection with snacks that led to high glucose and subsequent hypoglycemia. Customer care provided remote troubleshooting and user education. Investigation of this case revealed user-related factors, including potential overestimation of carbohydrate content and overcorrection of a low, contributing to glucose variability. Symptoms included headache and confusion as a result of fluctuating blood glucose. Outcomes included transient functional limitation requiring self-management with oral glucose. It was concluded that the device functioned as designed and that the event was attributable to use-related factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.